Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, step 1, 2, and 3 were performed without issue. However, in the end of step 3 it was hard to push the splitter for the last 1 cm, but ultimately able to go on with the deployment after finishing step 3. However, during step 4, the trigger button "4" was able to be pressed down (no obvious click sound) but the clip failed to deploy. There was no hemostasis with the starclose device and the physician believes the [clip] still remains in the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported failure to fire is case conditional and cannot be replicated in a lab environment, therefore was not confirmed. The physical sticking was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine the cause of the reported difficulties. The treatment appears to be related to circumstances of the procedure. In this case, based on the reported information and the returned goods analysis the indications from the device show the mechanisms worked as intended. It is not clear how the clip was removed if the physician did not deploy it. It appears then to have been removed post procedure, however this information was not reported. The physical sticking difficulty encountered during step 3, appears to be caused by a possible bend in the sheath during the step that was eventually overcome as indicated by the kink in the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.